Event description:
While the device was evaluated at the bench for another issue, the bench technician observed the battery pins were bent. There was no reported patient involvement.

Event description:
While the device was evaluated at the bench for another issue, the bench technician observed the battery pins were bent. There was no reported patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 1 was not found to be compressed, but slightly bent and not touching other pins.